Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an abscess on their black power cable near the bend relief. Upon analysis at the clinic, the vad coordinator noticed the black power cable was filled with unknown fluid. The controller was exchanged in the clinic. At the time it was difficult to push the red release button and green fluid was noticed at the driveline connection site and the controller. The green fluid was cleaned before connecting to the new controller. It was noted that the patient took sponge baths instead of regular showers. The patient denied any alarms for the event. It was indicated that the exchanged controller would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an abscess of fluid ingress on the black power cable of the system controller was confirmed. The heartmate ii system controller, serial pcx-18759, cable jackets and shielding were stripped, and the controller was opened to inspect further. A consider amount of fluid ingress was noted inside both cables, in the housing near the top of the controller, and inside the bulkhead connector. This resulted in difficulty pressing the driveline release button. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the fluid ingress cannot be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.